Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was resistance during removal of the yellow protective sheath and strong force was required to remove it. The decision was made not to use the device due to concerns about possible issues that could occur. A new device was used to successfully complete the procedure with a very good result. There was no clinically significant delay in procedure. There was no patient involvement. No additional information was provided. The return device analysis revealed that the balloon was separated at the proximal seal.